Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 126mg/dl. Troubleshooting was performed. Reviewed the programming and found that the dates were out of place, and there were days missing. Ran a fixed prime test and passed. The customer stated that she had a caesarian section on abdomen and uses the infusion sets around the scars but mainly she uses the abdomen. The customer stated that recently her blood glucose reading was 200 up to 300mg/dl, and she has been treated with manual daily injections. The customer called back to perform the high pressure test and the test passed. However, the customer requested a replacement of the insulin pump. Advised the customer to discontinue use of the insulin pump. No further info was provided.